Event description:
Boston scientific reported implantable cardioverter defibrillator pace sense lead failure. Lead failure required extraction and replacement. Pacing lead failure resulted in device related symptoms due to pacemaker mediated tachycardia and sensing of lead noise. Final lead failure lead impedance < 200ohms.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.